Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No scrolling numbers anomaly noted. The device had minor scratches on the display window, cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call, she believes her insulin pump was having a serious malfunction. Customer stated when she went to bolus, she pressed the up arrow and it started scrolling and then she pressed the down arrow and the numbers scrolled down. Customer stated she removed the device and it finally stopped. She attempted to bolus again and anomaly reoccurred. She didn't recall her blood glucose level. Customer didn't recall any significant event which may have caused the keypad. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.